Event description:
Dealer reported that the base leg lever on a (B)(4) patient lift was loose. The base lever was tightened and shortly after it became loose again which caused the legs to open and close on their own.